Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation but evaluation is still in progress and expected to be completed within 4 weeks. Upon completion of visual, microscopic, chemical, evaluation of the subject part(s), k2m inc will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which a fractured rod was removed. The patient reportedly had a broken rod approximately four months post-op. Revision surgery took place (B)(6) 2015.

Manufacturer narrative:
A visual, microscopic, chemical evaluation was completed for the subject part and it was determined that the rod fractured due to uniaxial bending fatigue.